Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Medtronic neurosurgery has received no other complaints for lot c70666, and a review of the mfg records showed no anomalies. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported that the valve had to be explanted due to limited or low flow.